Event description:
Patient data: . Age: 1 year; weight: 9 kg; height: 70 cm; gender: unknown. Implantation: unknown; explantation: (B)(6) 2020. The same patient from #MDR notification : 3004721439-2020-00258; -00259; -00260 and 00269.

Manufacturer narrative:
Visual inspection in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: - no visible deformation or abnormalities detected. Permeability test in detail, the complete valve was tested for permeability in order to identify the suspected blockage. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav® 2.0 with catheter is permeable. Adjustability test we have investigated whether the progav 2.0 can be successfully set to each specified pressure setting. Thus, indicating whether the valve(s) are fully adjustable within the full range of specified pressure settings ( in increments of 5 cmh2o). The progav® 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test the braking force and brake function test investigates whether the braking function of the adjustable valve(s) is present and how much force must be exerted on the housing to release the rotor to adjust the valve(s) using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the progav® 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, some deposits were found in progav® 2.0. Results based on our investigation, we are not able to substantiate the claim of "blockage" and "non- adjustability". However, we assume that the significant deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
We expect the product for testing. When following information is provided a follow-up will be submitted.

Event description:
It was reported that there was a problem with a progav 2.0. The pressure could not be changed with progav2.0 fx410t, and the cerebrospinal fluid could not be discharged, resulting in clogging. No further information available. The same patient from #MDR notification: 3004721439-2020-00258; -00259; -00260.